Event description:
A customer notified baxter corporate product surveillance (cps) of one automix 3+3/as compounder transfer set in which the blue line became detached from the manifold after set up. Per previous customer agreement between customer and quality relations management customer is responsible for sending all samples proactively. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This device is 510(k) exempt - class ii (special controls). Therefore, a 510k number will not be provided.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The customer reported condition was confirmed during visual inspection. However, the root cause could not be identified.